Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient's landing zone was measured 20-22mm. Sizing of the device was determined with echocardiogram and angiography measurements. Transesophageal echocardiogram (tee) was used during the procedure. The patient's left atrial pressure was greater than 12mmhg. During the procedure there was multiple re-positioning due to alignment between the delivery system and the appendage's axis. A tension test was performed. The occluder showed tire-shaped compression. The occluder was implanted. Post-implant a 1-3mm leak was observed. The following evening the occluder embolized to the left ventricle. The patient went in tachycardia due to interaction with the mitral valve. The occluder was surgically removed from the patient. The patient status was stable.

Manufacturer narrative:
An event of device migration into the left ventricle and residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported event could not be conclusively determined. The reported unexpected surgical intervention and prolonged hospitalization were result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 23 september 2025, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient's landing zone was measured 20-22mm. Sizing of the device was determined with echocardiogram and angiography measurements. Transesophageal echocardiogram (tee) was used during the procedure. The patient's left atrial pressure was greater than 12mmhg. During the procedure there was multiple re-positioning due to alignment between the delivery system and the appendage's axis. A tension test was performed. The occluder showed tire-shaped compression. The occluder was implanted. Post-implant a 1-3mm leak was observed. The following evening the occluder embolized to the left ventricle. The patient went in tachycardia due to interaction with the mitral valve. The occluder was surgically removed from the patient. The patient status was stable.